Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customers blood glucose level was 206 mg/dl. Reportedly, the pump was reset to resolve the reported issue.